Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. The visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; however, the tamper seals were missing. There was no evidence of the error in the event history log. The reported alarms cassette not attached properly problem was duplicated. However, during functional testing the downstream occlusion sensor was found stuck, inoperable and unable to be calibrated. The inoperable downstream sensor was found to be the cause of the issue and its replacement was recommended as corrective action. The root cause of the problem was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported tat the device had an alarm, cassette not attached properly - reattach cassette. No patient injury reported.